Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during in-service testing, it was observed that the quick coupling device was loud/vibrating; and that the bearings were shot. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device made a grinding noise, won¿t hold the wires and needed to be updated. It was noted that the internal components were corroded; clamping components, bearings and seals were worn. The assignable root cause was due to improper cleaning and care. If additional information should become available, a supplemental medwatch report will be sent accordingly.